Event description:
Per the clinic, the patient experienced pain, swelling and infection at the implant site. Subsequently on (B)(6), 2014 the patient was administered two courses of intravenous antibiotics and a peripherally inserted central catheter was placed for an additional ten day course of intravenous antibiotics. On (B)(6), 2014 the patient was prescribed an oral antibiotic (duration not reported). The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.